Event description:
During the monitoring of a premature infant, the reported values of oxygen saturation were too high. Values of 90-95% were reported, corresponding values obtained with a blood gas analyzer were about 30%. During the monitoring, the premature infant got a cerebral bleeding which was not fatal.